Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es (troponin I) result was obtained from a single patient sample when processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed by the customer was within ortho guidelines, however, a review of instrument status by the tsc using econnectivity identified high well wash sd indicating that the instrument was likely not performing as intended at the time of the event. An ortho field engineer performed service and maintenance actions to the instrument, including adjusting the signal reagent pump b volume, replacing the final well wash linear motor and new bearing pads. Following service actions, acceptable qc fluid performance was obtained indicating the vitros 5600 integrated system was now performing as expected. Based on historical quality control results, a vitros tropi es lot 3190 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3190. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3190 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and the sample was hemolyzed and cellular debris, due to poor sample preparation, was present in the affected sample.

Event description:
A customer obtained a non-reproducible, higher than expected, vitros tropi es (troponin I) result from a single patient sample when processed on a vitros 5600 integrated system. Patient sample 1 result of 0.452 ng/ml versus the expected result of <0.0125 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result for patient 1 was reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported result. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).